Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was noted that the lead bipolar impedance was lower than unipolar impedance and the insulation issue was suspected. The lead could not be replaced because the patient venous anatomy was obstructed. The ipg was explanted and replaced and the rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.